Event description:
Cystoscopy left ureteroscopy laser lithotripsy ureteral stent placement left retrograde pyelogram-holmium laser. Laser not working properly-only able to complete cystoscopy. Stent placed and stone was released. Therefore, no harm to pt and pt does not need to return for another procedure.